Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic vesicle, the balloon did not inflate and not allowing a pneumoperitoneum. A new trocar from a different batch was used to complete the case. Surgical time was extended for less than 30 minutes. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: oms-t10bt blunt tip trocar 10 x5 (lot#: p4a1234) oms-t10bt blunt tip trocar 10 x5 (lot#: p4a1234) oms-t10bt blunt tip trocar 10 x5 (lot#: p4a1234) oms-t10bt blunt tip trocar 10 x5 (lot#: p4a1234) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic vesicle, the balloon did not inflate and not allowing a pneumoperitoneum. The same issue occurred with the other four trocars. A new trocar from a different batch was used to complete the case. Surgical time was extended for less than 30 minutes. There was no patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that the balloon partially inflated and budging on one side. It was reported that the balloon would not inflate. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic vesicle, the defect was noted when opening a batch for the balloon test. The balloon did not inflate and was not allowing pneumoperitoneum. A new trocar from a different batch was used to complete the case. The surgical time was extended for less than 30 minutes. There was no patient injury.